Manufacturer narrative:
Corrections: additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned item matches information listed in the complaint file. Visual inspection revealed that the inferior plate (mb085k lot: 288741/37) and the polyethylene insert have disassembled from the peek cartridge. The superior plate (mb084k lot: 288741/35) was still assembled to the cartridge. The item could be fully disassembled and reassembled using si-mobc-0001 with no difficulty. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper attachment to the inserter. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that after inserting a mobi-c prosthesis into the disc space, the surgeon wanted to correct the position of the implant again and the inferior plate detached from the cartridge. The implant was completely removed and replaced with new implant with no consequences for the patient.

Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by (B)(4) under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after inserting a mobi-c prosthesis into the disc space, the surgeon wanted to correct the position of the implant again and the inferior plate detached from the cartridge. The implant was completely removed and replaced with new implant with no consequences for the patient.